Event description:
Patient presented with tortuous and calcified iliac arteries. After successful deployment of a bifurcated device, a 34mm aortic extension was placed too low by the physician. The physician elected to place a second 34mm aortic extension closer to the renal arteries. The aortic extension was advanced into place and partially deployed; however, the physician deployed it above the renal arteries. The physician unsuccessfully attempted to use the sheath and inner core to pin the stent graft and pull it down. The physician then fully deployed the aortic extension and successfully pulled down the extension using a coda balloon. The procedure was completed without further complications. It was reported that two days post-operative the patient was complaining of abdominal pain. A computed tomography scan revealed the superior mesenteric artery had embolized and the patient's bowel had become ischemic. It was reported the patient died on (B)(6) 2011.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.